Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:tf 9950 found in the eventlog (twice). Hospital staff put the unit out of use, but didn't inform the service until annual maintenance time has come.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up x - corrected information: UDI related data quality updates only. Field d4 was not updated with full UDI information as requested since the device was manufactured before 2015.

Event description:
Hamilton medical ag received the following incident description:tf 9950 found in the eventlog (twice). Hospital staff put the unit out of use, but didn't inform the service until annual maintenance time has come.